Event description:
Total hip replacement with depuy, prosthesis which after only three years has to be revised, requiring another surgery. Surgery scheduled for revision this summer, 2002. Explanted device will be available at that time.

Event description:
Add'l info rec'd from MFR 6/3/02: the catalog number for the device is 1261-54-526. The lot number for the device is 561220010. No design changes related to the event have been implemented since the device was first marketed in 1/96. Similarly, there have been no sterilization method changes for this device. The device is sterilized by gas plasma sterilization. There is no published life expectancy for this device, as device life can vary based on pt factors such as weight and activity level. There is no published anticipated failure rate for this device. A complete complaint history for this device found two records. The first does not relate to product failure, as the device was not implanted. The second is the subject of the report number referenced above.

Event description:
Add'l info rec'd from rptr 11/04/02: a revision surgery was performed to investigate and correct a faulty acetabular cup liner. Prior to that surgery, the depuy company was given the opportunity to examine the ex-planted device following surgery. The depuy company refused to sign an agreement pt sent them saying that they would inform them of any and all info as a result of their analysis of the ex-planted device. A follow-up letter to depuy and several telephone calls to director of regulatory compliance, yielded no response. The ex-planted device was, therefore, denied them. At surgery the synovial fluid surrounding the prosthesis was milky and opaque resulting from plastic debris. Synthetic grafts were required in the hope that the bone around the acetabulum would accept the grafts. Plastic debris had actually eaten bone. Pt believes that the FDA should continue an investigation of this company's devices and should require an answer regarding all aspects of the manufacture of their hip devices as to shelf life, sterilization techniques and require them to issue warnings and even remove their faulty parts from the market to spare elderly people the pain and anxiety resulting from their mistakes.